Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 device, implanted on: (B)(6) 2013. A 693565 lead, implanted on: (B)(6) 2015. (B)(4).

Event description:
It was reported that during an unrelated lead placement procedure, the left ventricular (lv) lead was found to have "pulled back." High thresholds were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.